Event description:
It was reported that pump displayed malfunction alarm after being dropped on counter while customer removed pump from arm, with malfunction code shown and fault ID recorded. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.